Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump suspended insulin delivery. Customer would change the infusion set and cartridge to address the reported issue. There was no reported impact to customer's blood glucose. As customer did not upload pump data, tandem technical support was unable to confirm the suspension of insulin. Customer reverted to using manual injections for insulin therapy. Reportedly, customer met with their healthcare provider and clinical diabetes educator for additional training.